Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient experienced system infection. The system was explanted. No further information was available.